Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. Upon interrogation, the right atrial lead exhibited low impedance. Further investigation also showed numerous mode switch episodes due to noise. There were no patient symptoms reported. No intervention was performed.